Event description:
This is a report by a physician from (B)(6) of sterile peritonitis in a patient subsequent to receiving extraneal therapy . On (B)(6) 2008, the patient began apd with extraneal therapy for peritoneal dialysis. On (B)(6) 2011, the patient discontinued use of extraneal therapy. On (B)(6) 2011, the patient was hospitalized and diagnosed with sterile peritonitis (considered moderate in severity) manifested as abdominal pain. The patient was treated with voncon (vancomycin hydrochloride) 2 gm/5d from (B)(6) 2011 and briklin (amikacin) "250mg/3d" from (B)(6) 2011. The patient recovered on (B)(6) 2011. Extraneal therapy was not restarted. Concomitant medications were not reported. The reporting physician felt the event of sterile peritonitis was related to the extraneal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.